Manufacturer narrative:
.

Event description:
The report stated that during a sub-total gastrectomy, the handpiece was activated and the seal cycle was completed, but the jaws of the handpiece would not open. The surgeon removed the device by hand. The pt experienced less than 200 cc's of bleeding. The vessel was then ligated with a suture. The surgeon opened another handpiece and the procedure was completed with this second handpiece.